Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft system was implanted in a patient for the endovascular treatment of a 55 mm diameter thoracic aortic aneurysm. It was reported that during the index procedure, when the physician was deploying the device, they noticed that the tip capture mechanism had not released after the release handle had been fully retracted. As the physician retracted the release handle, the stent graft moved back with the retracting part of the tip capture mechanism. The physician then pushed the delivery system towards the patient's head, which put the stent graft back in the correct position. However the tip capture mechanism had still not released, so the physician moved the delivery handle up and down in an attempt to release it, however this was not successful. The physician then rotated the delivery handle, which released the tip capture mechanism. The delivery system was then removed from the patient successfully per IFU and the procedure was completed. The stent graft was deployed in the desired position, just distal to the aortic arch in the straight descending section. As per the physician, the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is fine.